Manufacturer narrative:
Manufacturer evaluation of the information provided determined that the root cause for the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and size of the patient tissue samples being processed. Specifically, the "8hr biopsy program" protocol is not appropriate for "prostate core, colonic/oesophageal biopsy" sample with a size of "3 mm". Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
On 17 may 2023, the complainant contacted leica biosystems and the following information was documented: "samples coming out crispy...samples looking crispy". On 18 may 2023, the assigned leica field service engineer (fse) documented the following additional information regarding the circumstances involved in the complaint: "...customers tissue is crispy after processing. Customer has noticed this in tissue that was processed back in march...the instrument is still crisping tissue...full verification tests passed on this instrument, applications have also been notified and will attend site for further investigation." On 18 may 2023, the fse visited the customer site to assess the operation and function of the instrument, and the fse performed "...all the verification tests in the service software...", and reported that the verification tests all passed. On 22 may 2023, the assigned leica application consultant (fas) visited the customer site and documented the following additional information: "it has been only biopsies that have been affected with the processing issues...all of their biopsies...go on an 8hr protocol. I have explained that this protocol is too long and they should look to validate them on the 4hr protocol as the longest protocol that we would suggest." On 22 may 2023, the complainant provided the following information to the local leica application consultant: "it has been only biopsies that have been affected with the processing issues, they have said that they think only 1 biopsy in particular has been affected and they are unsure of the outcome yet. They are waiting for the pathologist to review it. On 25 may 2023, leica biosystems melbourne received the following further information from the local leica application consultant: "I have spoken to [hospital] today...have potentially discovered more cases than the 1 previously mentioned that could be affected." On 09 june 2023, leica biosystems melbourne received information documented by the complainant detailing that the affected patient tissue samples were derived from one (1) "8hr biopsy program", which started at 17:00pm on (B)(6)2023 and completed at 07:00am on (B)(6)2023; the tissue types of the affected patient tissue samples were "prostate core, colonic/oesophageal biopsy", the size of the affected patient tissue samples was "3mm"; the affected patient tissue samples had not been re-processed and the artefact identified in the affected patient tissue samples was described as "tissue is crispy. Processing artefacts...we had noticed this during microtomy, as the biopsies were crispy." On 09 june 2023, the local leica tac helpdesk engineer/field support engineer-pathology received the following information from the complainant: "as far as I can see 5 cases have mentioned poor processing 1 of which states repeat biopsy required." As at 09 june 2023, an identifier, age or date of birth and gender for the patient case in which repeat biopsy was required has not been provided to leica biosystems.